Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the clips twisted and jammed the device. Another device was used. The pt was operated in conventional surgery and had to be taken the day after surgery for severe bleeding (enlarged nephrectomy).